Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician made two passes using the catrx through a non-penumbra guide catheter. After the second pass, the physician removed the catrx to flush it, and then attempted to readvance it over the same guidewire and within the same catheter. While advancing, the physician felt resistance and, consequently, the catrx became kinked and broke into two pieces at the hub of the guide catheter. Therefore, the catrx was removed, and the procedure was completed using a new catrx with the same catheter. There was no report of an adverse effect to the patient.